Event description:
A CT scan was performed due to an increase in impedances on the most basal channels. Reportedly, the CT scan from the (B)(6) 2021 showed 3 channels extra-cochlear. The user underwent a revision surgery on (B)(6) 2021 at which the array was advanced back into the cochlea.